Event description:
The customer reported intermittently the system displayed black images. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The customer was instructed regarding the automatic mode for kv and ma. Also, the power plug was repaired. The system was then found to be operating as intended.